Manufacturer narrative:
As a unit was not returned, a technical analysis could not be performed. A review of the mfg documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication.

Event description:
Same case as MFR report #: 2134265-2008-02567. Clinical trial. It was reported that 929 days following a coronary artery drug eluting stenting procedure the pt returned with in-stent restenosis. The index procedure identified and treated two target lesions. Target lesion one was a 90% stenosed, 3.2x28mm lesion of the distal rca (right coronary artery). Target lesion one was treated with predilatation and placement of two overlapping 3.0x20mm taxus express2 drug eluting stents resulting in 0% residual stenosis. Target lesion two was a 75% stenosed, 3.0x8mm lesion of the proximal lad (left anterior descending). Target lesion two was treated with predilation and placement of a 3.0x12mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The proximal cx (circumflex) was also treated during this procedure using rotational atherectomy resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. The pt was admitted 929 days following the index procedure due to an abnormal stress test and unstable angina. Treatment consisted of balloon angioplasty and cutting balloon atherectomy of in-stent stenosis of another MFR's drug eluting stent in the mid rca resulting in 0% residual stenosis. The pt was discharged one day following reintervention on asa and plavix. The investigator assessed this event as unrelated to the study devices. In august 2008, the clinical events committee assessed this event as possibly related to the study devices.